Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, post procedure, the internal bolster detached. The patient had surgery to remove the bolster. There were no patient complications reported as a result of this event.